Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported the latch that locks in the tubing would not lock all the way in. The device was not changed out. There were no reported adverse consequences to a pt as a result of this event.